Manufacturer narrative:
The t:slim g4 pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that and empty cartridge alarm was received, as the cartridge had run out of insulin. As this occurred during the night, the customer chose not to change the cartridge and resume insulin delivery. The customer's blood glucose level was impacted (323 mg/dl). During troubleshooting with tandem technical support, the customer was able to change out the cartridge, complete the load process and resume insulin delivery.